Event description:
It was reported that pump displayed malfunction notification with code 199 and malf 0, and patient also experienced shutdown alarms, low power alerts, and temporary resolution after a pump reset. There was no adverse impact to the customer¿s blood glucose level. Patient chose to continue using pump, declined replacement, and was advised by technical support to avoid clearing malfunction notifications in the future and to record fault identification if issue reoccurred.